Event description:
It was reported that a pump malfunction occurred after being dropped. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support assisted the customer with resetting the pump malfunction code and provided instructions for future issues, advising the customer to continue using the pump and call back if the issue recurs.